Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken, kinked, and blackened. In addition, the working length was found twisted in several locations. It was found during the investigation of the returned autotome rx 44 that the cutting wire was broken and blackened. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable root cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported boston scientific corporation that an autotome rx 44 was returned in a generic plastic bag. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; cutting wire detached/separated.